Event description:
It was reported that during implantation, upon release of the device, the device shifted into left atrium. Additional surgical intervention was required with longer stay due to surgery. Patient condition was reported to be stable and resolved. The patient was considered high risk for closure with potential embolic risk prior to case. The asd was large (17x19 mm during stop flow balloon sizing, 15x20 on tee), the retro-aortic rim was deficient with bordeline deficient svc rim.

Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record. The final inspection of the reported device and its procedure pack revealed no deviations and the environmental conditions during storage were within the limits. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The review of the batch record, inspection protocols and the device investigation did not reveal any deviations. The IFU covers all warning and preventive measures to avoid the occurrence of device dislocation or embolization events. According to the information from the customer, the patient had deficient rims and insufficient total septal length. It must be noted that the team expected that the device would embolize due to complex patient anatomy, therefore, there were back up support teams available on site. External medical expert assessment also points out that the complaint device was undersized due to concerns related to the patient anatomy. According to external medical expert's opinion "the device was undersized due to stated concerns about the total septal length." There was no device or procedure-related root cause identified. In the light of all investigation findings, the root cause has been traced back to non-device related factors.

Event description:
It was reported that during implantation, upon release of the device, the device shifted into left atrium. Additional surgical intervention was required with longer stay due to surgery. Patient condition was reported to be stable and resolved. The patient was considered high risk for closure with potential embolic risk prior to case. The asd was large (17 x 19 mm during stop flow balloon sizing, 15 x 20 on tee), the retro-aortic rim was deficient with borderline deficient svc rim.